Manufacturer narrative:
Continuation of d10: product ID 977a260 serial: (B)(6); product type: 0200-lead; implant date ; explant date product ID 977a260 serial: (B)(6); product type: 0200-lead; implant date ; explant date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported their sti mulation was going berserk since yesterday. Patient stated the stimulation went down the back of their legs to their feet and not to the area they needed it to go to. Patient said they could feel stimulation in their back, but the stimulation was jolting. Patient unlocked controller and saw the "settings not available, cannot provide your desired intensity settings" message. Patient switched to group a and still saw the "settings not available..." Message. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Further information was received from the manufacturer representative that there were >40000 impedances on electrodes 11-15. The patient reported feeling shocking. The patient denied any falls or traumas and the cause was not known. The issue was ongoing.